Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. Customer delivered a bolus via the pump to address bg level. Additionally, it was reported that a malfunction alarm occurred. Reportedly, the customer had an alternate pump for insulin therapy.